Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("increasingly severe discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating") and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal distension and abdominal pain had not resolved. The reporter considered abdominal distension, abdominal pain, back pain, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('physician removed the essure device and this was removed from the abdomen'), pelvic pain ('increasingly severe pain / chronic pelvic pain'), peritoneal adhesions ('adhesions involving omentum and the anterior abdominal wall') and pelvic adhesions ('adhesions involving anterior uterus and lower uterine segment to the anterior abdominal wall') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple caesarean sections and cholecystectomy. Concurrent conditions included uterine adhesions. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("increasingly severe discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), peritoneal adhesions (seriousness criterion medically significant) and pelvic adhesions (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic supracervical hysterectomy) and adhesiolysis. Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, peritoneal adhesions and pelvic adhesions outcome was unknown and the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal distension and abdominal pain had not resolved. The reporter considered abdominal distension, abdominal pain, back pain, device dislocation, menorrhagia, pelvic adhesions, pelvic discomfort, pelvic pain and peritoneal adhesions to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('physician removed the essure device and this was removed from the abdomen'), pelvic pain ('increasingly severe pain / chronic pelvic pain'), peritoneal adhesions ('adhesions involving omentum and the anterior abdominal wall') and pelvic adhesions ('adhesions involving anterior uterus and lower uterine segment to the anterior abdominal wall') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section and cholecystectomy. Concurrent conditions included uterine adhesions. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("increasingly severe discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), peritoneal adhesions (seriousness criterion medically significant) and pelvic adhesions (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic supracervical hysterectomy) and adhesiolysis. Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, peritoneal adhesions and pelvic adhesions outcome was unknown and the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal distension and abdominal pain had not resolved. The reporter considered abdominal distension, abdominal pain, back pain, device dislocation, menorrhagia, pelvic adhesions, pelvic discomfort, pelvic pain and peritoneal adhesions to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2021: medical record received. Event added: physician removed the essure device and this was removed from the abdomen, peritoneal adhesions and pelvic adhesions. Reporters information and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("increasingly severe discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating") and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal distension and abdominal pain had not resolved. The reporter considered abdominal distension, abdominal pain, back pain, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 4-jun-2020: pfs received. Case became serious incident as removal was done for event pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.